Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 3.50x16mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. Stent struts in the mid-section of the stent were lifted and bunched. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 3.5x14mm target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 3.50x16mm promus element drug-eluting stent was advanced but failed to cross the lesion. Upon withdrawal, it was noted that the stent structs were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred the 90% stenosed, 3.5x14mm target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 3.50x16mm promus element drug-eluting stent was advanced but failed to cross the lesion. Upon withdrawal, it was noted that the stent structs were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.